Event description:
It was reported that caller experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset pump did not display cgm error again, allowing customer to successfully start new sensor session.